Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that her blood glucose (bg) was over 400 mg/dl. She activated the pod at 1:11 am, and her bg was 421 mg/dl, so she bolused 6.4 units. At 7:12 am, her bgs were 488 mg/dl so she bolused 9.7 units. At 7:21 am, she deactivated the pod. When the pod was removed, the customer noted that she could not see the cannula.